Manufacturer narrative:
According to the facility on (B)(6) 2025 "a crack in the circuit was discovered during the procedure, this resulted in a significant leak, which prevented the anesthesiologist from ventilating the patient effectively". Per the facility "upon discovering the leak the provider transitioned to manual bagging (the patient)". Per the facility the provider stated "(he) almost lost a patient this morning". Per the facility this occurred when the tubing is "extended to tis maximum size". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025 "a crack in the circuit was discovered during the procedure, this resulted in a significant leak, which prevented the anesthesiologist from ventilating the patient effectively".